Event description:
It was reported that a user contacted support because the continuous glucose monitor was not pairing with the ilet, and review of the device menu showed the cgm was in the process of pairing while the user had previously encountered a scan error; after guided re-scan, activation was successful and the cgm warmup was confirmed. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included successful restoration of cgm pairing and continued ilet use without alarms. Investigation included guided troubleshooting and user education conducted by support, including verification of cgm status in the device menu and repeat scanning to resolve the error. Investigation of this case revealed that the event was related to a cgm scan error during activation that was resolved through re-scanning, with no ilet malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-interface interaction during cgm activation that required re-scan to complete pairing.